Event description:
A medtronic representative reported that, while in a spine procedure, the o-arm detector leds were not turning on. In trouble-shooting, the door was opened and closed multiple times and the system was re-booted. The surgeon opted to discontinue the use of the navigation system and completed the procedure using a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). Although the system passed all performance testing, the o-arm system involved in the reported event has been replaced with another o-arm.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Replacement detector led board assy and door switch cable assy shipped to site. No parts have been returned to manufacturer for analysis. A medtronic representative performed an o-arm system check-out, all areas passed. Another medtronic representative, at the site on 10/18/2013, reported being unable to replicate the issue. Cause of event is unknown.